Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they device is working great but they are having issues with their retention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they got the stimulator for bladder control, urgency, frequency and accidents and their symptoms have improved a little bit since implant. Patient said they also have a lot of retention symptoms and they were going to work with their retention after implant too, their retention symptoms have only improved a little bit and they catheterize to prevent utis. Reviewed interstim therapy optimization information, control equipment general use and function and recommended keeping a symptom diary to track results. Offered and emailed symptom diary and quick guide. Patient was able to synch with their implant and make an adjustment. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Pt said they had an appointment on june 20th and will go back to the doctor on july 2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they got the stimulator for bladder control, urgency, frequency and accidents and their symptoms have improved a little bit since implant. Patient said they also have a lot of retention symptoms and they were going to work with their retention after implant too, their retention symptoms have only improved a little bit and they catheterize to prevent utis. Reviewed ins therapy optimization information, control equipment general use and function and recommended keeping a symptom diary to track results. Offered and emailed symptom diary and quick guide. Patient was able to synch with their implant and make an adjustment. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Pt said they had an appointment on june 20th and will go back to the doctor on july 2.